Manufacturer narrative:
Patient identifier and patient weight not available from the site. Device lot number, or serial number, not available at time of this report. (B)(4). Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect ent head frame not returned to manufacturer for evaluation, return not expected. Use was not to protocol. Investigation of case facts revealed the issue was the result of failing to follow the IFU [fusion ent application pocket guide: always screen the patient for adverse reaction to all patient contacting materials, especially adhesives, prior to the procedure. Do not mount the head frame to irritated or wounded skin; skin reaction may occur. Do not over tighten the strap. Always look for signs of excessive pressure surrounding the em ent head frame site. Over-tightened straps may cause pressure-related injuries such as bruising, skin marks, or nerve damage. There is no indication the medtronic navigation, inc. Product malfunctioned.

Event description:
A medtronic representative reported that an ent head frame kit was used during a skull base tumor resection, after the surgery the patient developed a coin-sized skin sore, a discoloration. The patient was seen by a dermatologist as a follow-up. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. The head frame kit was being used at the hospital for demonstration and will not be returned to the manufacturer.